Event description:
It was reported that a revision surgery was performed due to loosened patellar implant. Upon x-ray the patella implant radiographic marker was observed loosened and migrated inferiorly.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis of the gns ii resurf pat 32mm revealed bone cement was adhered to the bone interfacing surface, and the surrounding material had slight scratches and damage on the bone contacting surface. Slight scratches were shown on the articular surface, which may have been caused by wear from third party particulates in vivo or by removal of the implant. Material damage on either side of the patella shows that all three posts were fractured. No material or manufacturing defects were observed in the course of this investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. The clinical/medical team concluded, based on the information provided and reviewed, the reason for the broken patellar fixation pegs cannot be concluded and it wasn¿t reported whether trauma was involved. The patient¿s post-operative condition is unknown at this time and any future patient impact beyond the revision cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.